Event description:
It was reported that the user experienced difficulty placing the ilet into bg run mode, observing three lines on the display despite repeated manual bg entries without an active cgm, and recorded a fingerstick glucose of 337 mg/dl; insulin on board displayed 2.2 units and the device was not attempting cgm pairing. Symptoms included hyperglycemia. Outcomes included user distress with subsequent return to range noted on a later device report. Investigation included review of device data and follow-up outreach to verify glycemic status. Investigation of this case revealed no cgm pairing issue and indicated the device accepted insulin delivery, consistent with bg run mode function, suggesting user interface confusion or use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.